Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had scratches on screen. Customer's blood glucose level was unknown. Customer stated that they are unable to read the insulin pump screen. The customer was advised to discontinue use of the insulin pump and to revert backup plan per health care professional instructions. The insulin pump will be returned for analysis.